Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error while trying to bolus. The customer was assisted with motor error troubleshooting. The customer¿s blood glucose level was 488mg/dl at the time of the incident. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was assisted in clearing the alarm and performing a rewind. The customer stated that they were able to complete pump rewind. The insulin pump passed displacement test and manual prime without motor error. The customer was advised to monitor insulin pump. The customer treated with a shot of insulin and declined troubleshooting for the high blood glucose reading. The insulin pump will not be returned for analysis.